Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No product returned. The cause of the positioning issues was not determined due to no product returned and lack of details about touhy locking issue.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The user facility reported a 69 year old female presenting for acute myocardial infarction/cardiogenic shock was implanted with an impella cp pump for mechanical circulatory support. It was documented that the touhy won't tighten and could not be positioned properly due to product damage. Impella was successfully removed. No additional information was provided.